Event description:
Solu-medrol 40mg/vial and solu-medrol 125mg/vial when drawn up with a becton, dickinson and company plastipak 3ml syringe with blunt fill needle creates a core in the vial or syringe. Multiple examples.